Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was implanted on (B)(6) 2021. All the criteria was met during that procedure: good position in left auricle appendage, correct compression of the prothesis, conclusive traction test of the amulet was performed. The patient was stable, no injuries, no symptoms was reported. A control scanner was performed the (B)(6) 2022. The results show that the prothesis amulet has migrated in the aortic arch on (B)(6) 2022. The migrated occluder did not block a coronary artery or arteries. A surgical intervention is scheduled for (B)(6) 2022 to recapture the prothesis with a lasso and an introducer. Patient stable, no additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.